Manufacturer narrative:
Corrected information for follow-up medwatch report 001 ¿ section a1 of the initial medwatch report stated: none section a1 of the initial medwatch report should have stated: unknown section b5 of the initial medwatch report stated there was no known patient use. Section b5 has been corrected (above) to indicate there was patient use. Section b6 of the initial medwatch report stated: blank section b6 of the initial medwatch report should have stated: ni section b7 of the initial medwatch report stated: blank section b7 of the initial medwatch report should have stated: ni section h6, health impact code, of the initial medwatch report stated: 2645 section h6, health impact code, of the initial medwatch report should have stated: 2199 new information for follow-up medwatch report 001 ¿ h6: the device was evaluated by ventec where the reported display and reboot issues were confirmed. Ventec found that by merely tapping the bottom of the device that its display would start to show artifact and then the device would reboot by itself. Ventec observed damage to the bottom of the device¿s main chassis, consistent with it being dropped or having experienced a significant impact. Based on the location of the damage, ventec determined that it was highly likely that the electrical connections to the device's control board had been compromised as a result of the impact, causing the observed display and reboot issues. Ventec replaced the main chassis and control board to resolve the reported issues. Ventec also inspected all other subassemblies for hidden damage and thoroughly tested the device to ensure all features functioned as expected. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error due to evidence that the device had been previously dropped and/or suffered a significant impact, physically damaging the device.

Event description:
It was reported to ventec that the device's lcd touchscreen went black and that the device would not reboot. In this state, the device would be inoperative. No further details were provided. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's lcd touchscreen went black and that the device would not reboot. In this state, the device would be inoperative. No further details were provided. There were no reports of patient use associated with the reported event.